Event description:
It has been reported to philips that the allura xper fd20 system was not starting. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not turn on. The fse inspected the system on site and found that power supply inside of the main cabinet was faulty. Review of the system log files showed system not able to start normally. Fse replaced 24v power supply, after replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.